Event description:
Material no. 367365, batch no. 9035886. It was reported that after use of the bd vacutainer® ultratouch¿ push button blood collection set there was a retraction issue that occurred. The following information was provided by the initial reporter: "friday afternoon I received a complaint of another ultratouch butterfly from inpatient lab services. This product was discarded so I do have the item to send back. Below is the information that was sent regarding the item. Bd #367365; lot # 9035886; inpatient tech reported that needle failed to retract when button pushed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 367365, batch no. 9035886. It was reported that after use of the bd vacutainer® ultratouch¿ push button blood collection set there was a retraction issue that occurred. The following information was provided by the initial reporter: "friday afternoon I received a complaint of another ultratouch butterfly from inpatient lab services. This product was discarded so I do have the item to send back. Below is the information that was sent regarding the item. Bd #367365; lot # 9035886; inpatient tech reported that needle failed to retract when button pushed.